Manufacturer narrative:
Historical data analysis demonstrated that this is an isolated incident. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.

Event description:
Implant not implanted. Insufficient compression suspected. No adverse consequence was reported.